Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Analysis was unable to verify batt out limit alarm due to no button response. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube, scratched lcd window, broken belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.